Event description:
Pump log printouts noted multiple motor stalls. The pump logs also noted multiple estimated replacement indicator (ER) occurrences. The pump was scheduled to be replaced (B)(6) 2011. The medication administered via the pump was morphine sulfate 25.0 mg/ml concentration at a daily dose of 0.165 mg/day. No pt symptoms were reported.

Manufacturer narrative:
(B)(4). Final device analysis revealed syncromed ii corrosion or syncromed ii corrosion with mechanical wear. There was black residue in the pinion of gear #2. There was brown residue on the lower shaft of the motor rotor.